Event description:
There was a longitudinal fold and tissue accumulation between the outflow graft and the outflow graft bend relief.

Manufacturer narrative:
B3: estimated to explant date. Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed an extrinsic outflow graft obstruction. The pump was returned for evaluation following the patient undergoing a routine transplant. The device was received assembled, with the pump cable cut approximately 7.5¿ from the pump housing and the severed portion was not returned. The sealed outflow graft was secured to the pump cover outlet port. The apical cuff was returned detached from the pump. The modular cable was not returned. Examination of the sealed outflow graft confirmed a longitudinal crease along the proximal portion of the graft that was covered by the bend relief. Examination of the bend relief found no evidence of distortion. Removal of the bend relief found that the normal tissue ingrowth on the exterior of the graft had completely filled the crease, indicating that the crease had been present for an undetermined period of time during support. The interior of the graft and graft attachment did not contain any adhered depositions or thrombus formations. Examination of the remaining pump blood-contacting surfaces found no adhered depositions or thrombus formations. The log files retrieved from (B)(6) showed the pump operating at 5500rpm with flow in the 4.5lpm to 5.2lpm range during the 14 days of data captured prior to the reported transplant. The pump appeared to be functioning as intended for the duration of the log files. After cleaning, pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. Although the cause of the observed extrinsic outflow graft obstruction could not be conclusively determined, it did not appear to have contributed to a functional issue. A corrective action has been opened to further investigate extrinsic outflow graft obstructions. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The surgical procedures section of heartmate 3 instructions for use (IFU) contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. "Preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant. Upon evaluation of the returned pump, an outflow graft obstruction was observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.